Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had exposed wires and the image was dim when plugged into the camera box. The issues were found during reprocessing. There was no patient involvement.

Event description:
It was reported that the camera head had exposed wires and the image was dim when plugged into the camera box. The issues were found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image; flickering image; and dead pixels. Based on the results of the investigation, it is likely the image was blurry, dim, and flickering due to exposed wires and a faulty video connector. In addition, it is likely pixels were dead due to a damaged charged coupled device. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.